Manufacturer narrative:
The customer reported the suspected main printed circuit board assembly (pcba) is available for analysis and a return good authorization has been issued. At this time, vyaire has not received the suspected main pcba for evaluation.

Event description:
The customer reported while using the vela ventilator; the device displays transducer fault, low minute ventilation, and low peak inspiratory pressure alarms. The customer reported the exhalation pressure transducer cannot be calibrated. The issue occurred during patient-use; the customer reported the end-user immediately changed the ventilator. The customer reported there is no patient consequence associated with the event.

Manufacturer narrative:
The reported complaint was confirmed and duplicated. Pt801 failed. Additional failure found, failing pt800. This issue willl be internally investigated within vyaire.